Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative also replaced the sample probes and performed adjustments. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 88207801 with an expiration date of 31-aug-2026. The field service representative replaced tubes, the gear pump, and vacuum diaphragms. He also performed a decontamination. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.5 mmol/l, and the repeated result was 2.4 mmol/l. The sample was repeated on another c702 module, and the result was 2.4 mmol/l. The repeated results were believed to be correct. The sample was repeated because the initial result was flagged as a critical result.